Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019.

Event description:
The customer reported the device sometime does not sound an alarm. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The manufacturer¿s field service engineer (fse) performed a test run, but the reported issue was not duplicated. An investigation was performed, but no abnormality was confirmed. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.